Event description:
The pt tested her blood glucose on the suspect device at 11 am and it was 447. She gave herself a bolus of humulog. She retested her blood glucose on the suspect device later and it was 512 mg/dl. She gave herself another bolus of humulog. While driving home she passed out. The paramedics came and tested her blood glucose on their device and it was 0-20 mg/dl. She was given glucose and taken to the hospital.